Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in completing the reset successfully. The malfunction code did not recur after the reset. The customer continued to use the pump for insulin therapy.